Event description:
It was reported that the ilet user observed a downward glucose trend to 74 mg/dl on a dexcom g7, self-treated the perceived low with glucose tablets, peanut butter, and apples, and subsequently experienced hyperglycemia up to 230 mg/dl. This represented an improper treatment approach rather than a device malfunction, and no specific device component was implicated. Symptoms included hyperglycemia reaching 230 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user was counseled on appropriate low glucose treatment and advised to allow time for stabilization and to contact their healthcare provider for medical questions.